Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The device was deployed and successfully implanted. Upon final imaging via transesophageal echocardiogram a 3-4mm pericardial effusion was noted behind the laa. The effusion was observed for approximately 10 minutes without growth or hemodynamic changes. No interventions were performed. The patient was discharged without further complication.